Event description:
It was reported that the patient experienced a shocking or jolting sensation in their back. The manufacturer representative reprogrammed the device, which had 1 group and two programs. After the reprogramming session the patient reported spasms in her back. The sensation went away when the ins was turned off. The manufacturer representative noted that the impedances of many pairs are >3600. Group impedances were check, which was very painful for the patient. The original problem leading to the programming session was stimulation shooting into her groin, which seemed to occur with stimulation on or off. The patient also had problems with kidney stones. The manufacturer representative doubted that he would be able to reprogram around the bad electrodes because there were so many of them. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that patient was doing "fine" after an extension replacement. Impedance checks were run prior to the revision and patient was able to recreate her "shocking sensation" by palpating her flank.

Manufacturer narrative:
(B)(4).